Manufacturer narrative:
Three sealed sets were received for evaluation. Pressure testing to specification of the connection of the male adapter on each sample revealed no leakage. The complaint was not confirmed. The issue of inability to maintain secure connections with other manufacturers' devices was evaluated under a formal investigation. The root cause could not be determined. Samples were tested from various list/lot combinations of our products and all passed specifications for a secure fit. Product specifications met the standards set forth in the ansi standards for luer fitments. Since this issue does not seem to be related to the manufacturing processes, no preventive actions are warranted.

Event description:
Report 2 of 2 received from an abbott international affiliate (abbott (B)(4)) of a leak at the connection of the luer to the IV access device. The customer contact indicated that the event occurred with a protect IV catheter, 24 gauge 3/4 inch johnson & johnson. Though requested, no additional information was provided.